Manufacturer narrative:
(B)(4). Batch # unk. Date of event: date of event is 2019. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified.

Event description:
It was reported by the sales rep that during a lap appendix, "when fired there was no release, when it finally released staples did not close" it is unknown how the case was completed. It is unknown if there were any adverse consequences to the patient. Surgeon reported he had a difficult time closing the firing handle. Staples were deployed but they did not form a ¿b¿ and some still had open legs. The safety lockout did not engage and the stapler partially fired and did not finish firing cycle. There were no issues with opening the jaws. Device was locked on tissue, but release worked to open device and jaws did open. There was difficulty closing the jaws. Surgeon got a new stapler and it worked to remove the gallbladder. Patient doing well and there was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # t5c458. Investigation summary: the analysis showed that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/4 and with the reload lockout spring damaged. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.